Event description:
(B)(4) clinical study. It was reported that post coronary stenting treatment procedure, angina occurred. Per clinical assessment in (B)(6) 2010, the patient's qualifying condition was stable angina (ccs class 2) and patient was referred for cardiac catheterization which revealed a 75% stenosed lesion located in the distal left anterior descending (lad) artery. The lesion was 8.0 mm long with a reference diameter of 2.3 mm and treated with pre-dilatation and placement of a 2.25 mm x 12 mm study stent with 0% residual stenosis. A non-target lesion location in the mid lad was treated with a 2.75 mm x15 mm unknown drug eluting stent during the index procedure. The patient was discharged on aspirin and clopidogrel, (B)(6) days later. In (B)(6) 2012, the subject was admitted to the hospital with suspect of angina pectoris and was discharged (B)(6) days later.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).